Event description:
About four or five mos ago, a new cell phone was replaced by rptr's svc provider because their old phone was not working properly. The first thing rptr noticed, about the new phone, was an extensive amount of heat being generated to their right ear and along right jaw bone area under earlobe. Rptr has been using this phone consistently since receiving it for lengthy local and "no roaming/long distance calls". Three weeks ago rptr felt a lump under their jaw bone, as they ran their fingers along this area while shaving and feeling for stubbles. Alarmed over this lump, rptr saw their family dr and for the past few weeks many tests followed. A recommended neck surgeon, performed surgery to remove the salivary gland, lymph node and mass. Thus, biopsies were sent to pathology. The surgeon informed rptr of the results. He said the diagnosis was, "malignant lymphoma (blastic) variant of mantle cell lymphoma". During conversations with dr, rptr asked him, "based on your many years of experience can you make a ball park estimate of how long this cancer mass has been forming under the current discovered lump". His answer, "I estimate about three mos". This is shocking to rptr because it falls within the above time frame. Rptr's question: is there any possibility that the cell phone's "radiated heat" coming from the new phone or its lithium battery "heat" may be the source of this cancer developed conditions? Second, are there any clinical trials being done for this type of diagnosed cancer?

Event description:
Add'l info rec'd from pt 11/18/02: november 7th continued treatment of chemotherapy infusion: adrimycin, vincristine, cycloposphamide, and a prescription drug of prednisone to be started on 11/8, many other treatments and test shall have to be followed.